Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-00601. It was reported the patient¿s leads had migrated. Also, the patient experienced ineffective stimulation. As a result, the leads were replaced. Therapy has been restored. Issue has been resolved.